Event description:
It was reported via repair work order that the back rest was cracked which may lead to the chair becoming unstable during use. No exposed sharp edges were reported. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.